Event description:
Patient who was seen in atrium ed for a femur fracture was fit with a df2 brace. At their 2 week post-op appointment in clinic there was a big sore on the back of the calf discovered. The brace had to be taken off since the sore was so bad. The doctor decided to apply a split in the meantime. Kid got seen for a second opinion from a doctor in (B)(6) and skin grafting will be applied.